Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found the lead was returned without the is-1 connector leg. External insulation abrasion was noted at 30.5cm from the lead tip. Electrical measurements were normal.

Event description:
It was reported that the lead was explanted and replaced due to increased impedance, myopotential oversensing, and inappropriate therapy.